Event description:
(B)(4) I had the essure device implanted in (B)(6) 2010 and was breastfeeding up until early 2013 and first noticed daily headaches and adrenal fatigue around (B)(6) 2013. I would often bleed with intercourse, began having painful periods with clotting and cramping, loss of libido, abdominal pain, back and leg pain, depression, moodiness, anxiety, brain fog, concentration and forgetfulness, gluten allergy, low thyroid, hair loss, and brittle nails. I had to quit my full time job and enrolled in school full time. I am struggling with keeping up with my assignments due to concentration and fatigue. I am trying to schedule my surgery to have my coils removed.